Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while prepping the introducer sheath it was noted that there was no hole. The sheath was exchanged for successful impella implantation. No patient harm was reported.

Event description:
A 72-year-old male presented with an acute myocardial infarction complicated by cardiogenic shock, with the pre support clinical state consistent with scai shock stage e. During device preparation, the scrub technician observed that the short peel away introducer sheath valve (introducer short sheath, (B)(4), sn (B)(6)) did not contain an opening in the valve. The team elected not to use the short sheath and instead proceeded with the long sheath to complete the procedure. The patient was supported with an impella cp pump (pump 1 of 1, model 644906, (B)(4); gu case (B)(4)), implanted via the right femoral artery percutaneously on (B)(6) 2026 at 09:30 and explanted the same day at 11:40. The short sheath is available for product return and investigation. Despite support, the patient expired on (B)(6) 2026 at 11:40 while on support. The reported failure modes include a defective sheath and subsequent patient death. Based on the information provided, there is no evidence to suggest that the observed sheath defect directly contributed to the patient¿s clinical decline, which was consistent with the severity of the underlying cardiogenic shock. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to the patient underlying critical condition.

Manufacturer narrative:
Additional information received reporting the patient outcome of death, the following fields were update based on the information received from the clinical site. B1, b2, b5, h1, h6. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.